Event description:
It was reported that patient was in the hospital since a couple of days and the healthcare provider (hcp) was worried about a 'potential overdose.' Patient was reported to be unresponsive and responded 'somewhat' to narcan. It was indicated that this was a 'pain pump;' drug delivered via the device was not reported. The pump was stopped. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information: previously reported under manufacturer report # 3004209178-2012-12175 the patient had "no blood pressure," was in the ICU and on a "dopamine drip" after "narcotic overdosed;" has been merged, any new information will be reported under manufacturer report # 3004209178-2012-12176.

Manufacturer narrative:
Catheter: model: 8703w, lot# l69617, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).